Event description:
Made her knee worse/hip pain [arthralgia], unable to straighten her knee [ joint range of motion decreased], walks with a limp [gait disturbance], continues to have pain daily [device ineffective]. Case description: spontaneous report was received on (B)(6) 2011 from a female pt, initials (B)(6), who experienced right knee pain, hip pain, decreased range of motion in knee and difficulty walking after starting synvisc-one. The pt's medical history is significant for chondrolysis and previous synvisc-one treatment in (B)(6)-2010, in (B)(6) 2011, the patient received an injection of synvisc-one in her right knee. The pt reported that the injection made her knee worse, she continue to have pain daily, she is unable to straighten her knee and she walks with a limp. The pt reported that she is also experiencing hip pain. The pt required treatment for her symptoms including cortisone and an unspecified pain medication (date not provided). The pt reported that she is scheduled for knee replacement surgery in (B)(6) 2011. The product lot number was not provided. At the time of this report, the outcome of the pt was not yet recovered. MFR's comment: the benefit-risk relationship of the product is not affected by the report.